Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not cut or aspirate well during a vitrectomy procedure. The product was replaced and the procedure was completed with no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
No probe was returned for evaluation. A device history record review indicated the product released met manufacturer¿s acceptance criteria. The root cause for customer's complaint issue could not be determined. The manufacturer internal reference number is: (B)(4).